Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® dryseal flex sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result. According to the gore® dryseal flex sheath instructions for use (IFU), do not attempt sheath advancement or withdrawal without guidewire and dilator in place, and locked to the hemostatic valve. Major bleeding, vessel damage, or serious injury to the patient may result.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® dryseal flex sheath as an accessory in the procedure. It was reported that the gore® dryseal flex sheath was advanced on the patient's right side. It was noted that the patient's anatomy was tortuous. Reportedly, upon advancement of the sheath, the patient's right common iliac artery was perforated. It was noted that the sheath dilator was not used during the procedure. Reportedly the physician converted to open surgery to repair the iliac perforation. The gore® dryseal flex sheath was discarded. There were no additional adverse events reported. The patient tolerated the procedure.